Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different mode as the patient desired to take advantage of new technology. Effective therapy was achieved following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient stated she has not used her scs system in approximately 3.5 years. Consequently, the patient may undergo surgical intervention at a future date to address the issue.